Event description:
It was reported via medsun report (B)(4) that shaft break occurred, resulting patient complications. The patient presented with in-stent restenosis. Vascular access was obtained via the radial artery with a non-boston scientific (bsc) guide catheter. One target lesion was located in the mid left anterior descending artery lad) and another in the 1st diagonal branch. A non-bsc wire was passed into the 1st diagonal and another non-bsc wire was placed down the lad. Multiple balloons were used to open the 1st diagonal and then the lad. After ballooning, intravascular ultrasound was performed which showed under expansion in the region of the previously placed stent in the 1st diagonal. A 2.25mm x 12mm nc emerge balloon catheter was delivered to the 1st diagonal stent area and inflated. However, after removing the device from the patient, it was observed that the distal portion of the balloon broke off and was no longer attached to the end of the delivery system. There was no excessive force applied on the device and the end of the ballon remained lodged in the patient. A snare device was used to attempt to retrieve the detached portion but was unsuccessful. The access site was changed to the right groin. After advancing a non-bsc guide catheter up the groin, multiple types of snares were used to attempt to retrieve the detached balloon. The patient started getting irritable and uncomfortable from being on the table for an extended period time. A respiratory alert was called for the patient to get intubated, minimizing the dangerous movement to continue with the retrieval of the detached balloon. After approximately one hour of attempting to retrieve the balloon, fluoroscopic images showed the patient's flow of the lad and first diagonal diminishing. A code was called, and chest compressions started. Once the patient was stable, an impella was placed for support. The patient kept coding over the next several hours, all while the physicians were still attempting to remove the detached balloon. The patient experienced thrombosis and heart block. It was further reported that the balloon was fully deflated during the withdrawal attempt.

Manufacturer narrative:
The nc emerge 2.25mm x 12mm balloon catheter was not returned for analysis; therefore, a technical analysis could not be performed. However, four images were provided by the customer which show the reported device. The device has multiple severe kinks and what appears to be a break in the shaft with the polymer extrusion detached from the device. These provided images can confirm the device allegation.

Event description:
It was reported via medsun report (B)(4) that shaft break occurred, resulting in patient complications. The patient presented with in-stent restenosis. Vascular access was obtained via the radial artery with a non-boston scientific (bsc) guide catheter. One target lesion was located in the mid left anterior descending artery lad) and another in the 1st diagonal branch. A non-bsc wire was passed into the 1st diagonal and another non-bsc wire was placed down the lad. Multiple balloons were used to open the 1st diagonal and then the lad. After ballooning, intravascular ultrasound was performed which showed under expansion in the region of the previously placed stent in the 1st diagonal. A 2.25mm x 12mm nc emerge balloon catheter was delivered to the 1st diagonal stent area and inflated. However, after removing the device from the patient, it was observed that the distal portion of the balloon broke off and was no longer attached to the end of the delivery system. There was no excessive force applied on the device and the end of the ballon remained lodged in the patient. A snare device was used to attempt to retrieve the detached portion but was unsuccessful. The access site was changed to the right groin. After advancing a non-bsc guide catheter up the groin, multiple types of snares were used to attempt to retrieve the detached balloon. The patient started getting irritable and uncomfortable from being on the table for an extended period time. A respiratory alert was called for the patient to get intubated, minimizing the dangerous movement to continue with the retrieval of the detached balloon. After approximately one hour of attempting to retrieve the balloon, fluoroscopic images showed the patient's flow of the lad and first diagonal diminishing. A code was called, and chest compressions started. Once the patient was stable, an impella was placed for support. The patient kept coding over the next several hours, all while the physicians were still attempting to remove the detached balloon. The patient experienced thrombosis and heart block.